Manufacturer narrative:
Based on historic data this is not a systemic issue and is considered an isolated incident. This type of event will be trended through the complaint handling process.

Event description:
Difficulties encountered when advancing catheter over port stem. It caused harm to the physicians. Because the connection is difficult, physicians need to use excessive force to advance the catheter, resulting in broken gloves and the physician's hand hurt and bled.